Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All the available information was investigated. The definitive cause for the reported unintended movement that resulted in expulsion could not be determined. The difficult leaflet capture that resulted in unchanged mitral regurgitation (mr) was due to challenging visualization. The embolism that resulted in foreign body in patient was due to expulsion. Lastly the definitive cause for the poor image resolution could not be determined. The reported adverse events of embolism, foreign body in patient and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
This is filed to report the clip embolism. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Visualization of the posterior leaflet was challenging. The clip was advanced, and grasping was achieved on the a2/p2 lateral side with good mr reduction. However, leaflet insertion was checked, the posterior leaflet was still mobile, not well inserted. The clip was opened to 60 degrees and was repositioned. The posterior leaflet was better grasped, and mr reduction improved. The final arm position was performed, and the clip arms did not move. When releasing the clip and retracting the handle, the delivery catheter jumped medial and anterior, due to stored torque, causing the clip to dislodge from both leaflets. The clip then embolized below the posterior leaflet, with the gripper line still attached. The clip was observed for 30 minutes and it was noted that the clip had not moved. Since surgical intervention was not an option, the gripper line was removed, and the clip remained in the patient. The procedure was aborted, and mr remained at a grade of 4. There was no significant delay in the procedure. No additional information was reported.